Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t and p-wave oversensing resulting in multiple inappropriate shocks. The device was programmed to the secondary vector and one times gain at the onset of the inappropriate shocks. The patient was noted to be doing house work when the first shock was delivered and sitting down relaxing when the second inappropriate shock was delivered. The following two shocks were delivered while in the ambulance on the way to the hospital. There were a total of four shocks delivered across four episodes. The device was checked in the hospital and automatic testing was completed resulting in the primary vector with the smartpass feature off as the optimal programmed vector. Review of the device data determined there was poor amplitudes ratio on the secondary vector resulting in oversensing. At that time, untreated episodes were stored. The automatic configuration was completed two more time with the same results, therefore the system was programmed to the primary vector with smartpass off to mitigate further oversensing and inappropriate therapy. This system remains in service. No adverse patient effects were reported.